Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement, interaction with the introducer and/or inadvertent mishandling resulted in the noted kinked stent sheath; thus causing the stent to slightly pull out of the sheath resulting in the reported/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a procedure performed, using the 6.0x30mm absolute pro self expanding stent system (sess). The device was prepared for use without issue and advanced over an unspecified 0.035 guide wire. During advancement through the non-abbott introducer, the stent prematurely deployed. Another absolute pro sess was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.